Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained high blood glucose of over 600 mg/dl, which was treated with manual injection. Customer also indicated that the pump has alarmed no delivery. The customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and call back if issues persist.